Event description:
It was reported that "in 2007, they went into redo a gamma nail for non-union. Two distal screws were broken. Put in another screw distally and that screw broke. Was showing broken two months later.

Manufacturer narrative:
Additional info has been requested and if received, will be submitted on a supplemental report.